Event description:
It was reported that during implant, the helix would not retract. The lead was not used and another lead was used to complete the procedure. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.